Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained v oversensing were observed. The patient's p waves were falling into pvarp. Pvarp was decreased two days later.